Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient reported a motor error alarm and a blood glucose of 192 mg/dl. The patient stated that the alarm occurred at random times. Troubleshooting revealed a protruded drive support cap also. In addition, the patient reported a no delivery alarm that was resolved with infusion set change. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error or excesssive no delivery alarm noted.